Event description:
It was reported that a patient experienced peritonitis manifested by fever and turbid pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. Treatment was not reported and the patient recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in (B)(4). Should additional relevant information become available, a supplemental report will be submitted.